Event description:
It was reported that the right atrial (ra) lead oversensed the respiratory rate trend (rrt) signal and exhibited high out-of-range pacing impedances, measuring greater than 3000 ohms. Technical services (ts) discussed this could be due to a spring contact issue in the device header. The rrt sensor was programmed off. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).